Manufacturer narrative:
One tapered swissplus implant with mtx surface (spwb12) was received for investigation. Visual inspection of the as returned product identified minor signs of wear around the external threads.the internal hex and platform were in good condition. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Dimensional analysis revealed that the product measurements matched the product drawing. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the patient experienced peri-implantitis. As a result, the implant (spwb12) had to be removed.